Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. The reported difficulty and subsequent treatment appear to be related to an interaction an interaction with patient anatomy or suture/ link pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an unspecified interventional procedure. Reportedly, a link [suture] break occurred with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.